Event description:
An optometrist reported a case of corneal haze, observed in the patient's right eye one month post lasik. The topical steroid drop was increased. Upon follow up , the reporter indicated the corneal haze has cleared and left a small non visually significant scar in the right eye. The steroid drop has been stopped and patient uses artificial tears as needed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).